Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was not confirmed. The synchroseal instrument was analyzed and the instrument was inspected and compared to an in-house instrument, and no damage was found. The areas that was missing silicone pad is part of the design. Additional finding unrelated to the reported complaint included: the jaw cover was found to have tearing. There were no signs of thermal damage present and no material was found missing.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the blue protective piece on the jaw of the synchroseal instrument migrated down. This left the tip exposed. This occurred with two synchroseal instruments in the same case. The procedure was completed with no reported injury.